Event description:
It was reported that scratches were present on pump screen, and customer shared concern by email. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from technical support, and no additional information was received regarding any actions taken or outcome of event.